Event description:
Per the surgeon's report, it was determined in 2007, that the patient's device was extruding due to a skin flap infection. The device was explanted the following motnh. Reimplant surgery was planned, but no further information has been made available.

Manufacturer narrative:
This is a final report.